Manufacturer narrative:
(B)(4). (B)(6) 2017. Additional concomitant medical products: vanguard cr ilok fem-lt 60 60 catalog # 183024, lot # j6038722; e1 vngd cr tib brg 63/67x12 x 12 catalog # ep-183422, lot # 153840; osc bld19/13x1.37x90 catalog # tn193-137-90, lot # 822494; mixing bowl catalog # 4120, lot # 0001228383. (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported about five months after a knee arthroplasty procedure that the patient was revised due to the locking bar backing out of position and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Patient xrays was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. X-ray review movement of the tibial component (linear metallic portion extending into the joint space)with respect to the femoral component. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.